Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib) the guidewire was stuck in the catheter. The wire would not come out of the catheter. They tried advancing and backloading the wire, and to solve the issue the device was replaced. The procedure was completed with no patient complications. The device will not be returned as it was disposed.